Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging a blood glucose result of ¿120mg/dl¿ with the lifescan meter and ¿80 mg/dl¿ on a laboratory device, performed within 10 minutes of each other. In addition, the reporter alleged an inaccurate control high issue. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issues were not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.